Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report # : 1627487-2013-05938. It was reported the patient had stopped using his scs system at one point due to receiving overstimulation in his ribs. A sjm representative interrogated the patient's scs system and couldn't find anything wrong. Follow-up revealed the patient revealed he remained to experience overstimulation in his ribs until he changed programs. Changing programs addressed the patient's issue. He plans to meet with his doctor for assurance that everything is fine.